Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with 3 prostyle devices using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, cuff misses occurred with 2 of the devices as the sutures could not be verified when the plungers were removed. With the other device, a cuff miss also occurred, and when the plunger was pulled out, the suture was not visible due to a link separation. A new perclose device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.